Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9035961. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd¿ syringe 1.0ml 31ga 8mm 10bag has been found experiencing five occurrences of inability to aspirate during use. The following has been provided by the initial reporter: it was reported that the needle bent when she was removing from the vial. She could not get the insulin out. Verbatim: issue: consumer reported needle bent when she was removing from the vial. She could not get the insulin out. She stated she takes 5 shots a day she stated it occurred within the last 3 weeks with this box. Consumer stated she uses the 1ml,31g,8mm. Consumer stated this has never happened in the past. Sample discarded. Incident date-unknown occured-5 item#328506 lot# 9035961. Consumer uses new syringes each time of her injection consumer stated she visually tests the needle to see if it is straight. Advised consumer to save the sample if reoccurs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 1.0ml 31ga 8mm 10bag has been found experiencing five occurrences of inability to aspirate during use. The following has been provided by the initial reporter: it was reported that the needle bent when she was removing from the vial. She could not get the insulin out. Verbatim: issue: consumer reported needle bent when she was removing from the vial. She could not get the insulin out. She stated she takes 5 shots a day she stated it occurred within the last 3 weeks with this box. Consumer stated she uses the 1ml,31g,8mm. Consumer stated this has never happened in the past. Sample discarded. Incident date-unknown. Occured-5. Item#328506. Lot# 9035961. Consumer uses new syringes each time of her injection consumer stated she visually tests the needle to see if it is straight. Advised consumer to save the sample if reoccurs.